Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a malfunction with the mmx occurred in the operating room and the patient's hand turned black. Initially, the non-invasive blood pressure (nibp) interval was set to every 5 minutes. After thirty minutes, invasive blood pressure was activated and the nibp interval was changed to every 30 minutes. The patient was then transferred to the operating room for surgery. It was indicated there were no technical inop alarms noted during surgery and the redness and swelling of the patient's arm was not noticed until after surgery was completed. No kinks in the hose of the philips adult nibp hose were noted. It remains unknown if additional intervention was required to treat the patient or what the outcome was. It was only stated the patient was still under observation.